Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the non-tortuous and moderately calcified left main coronary artery to proximal left anterior descending artery. A 4.00 x 20 synergy drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and it was noted that the stent struts were sticking out. The procedure was completed with a 3.5x22mm non-bsc stent. No patient complications were reported and the patient condition was stable.